Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release criteria. Where product retain sample testing was completed, all chemical and biocidal performance criteria were effective against microbial challenges as required.

Event description:
Civil complaint claims use of unspecified renu lens solution in 2006. Consumer developed light sensitivity, redness and swelling o.s. He went to an ophthalmologist who diagnosed an ulcer o.s. And referred consumer. In 2006, consumer was seen by second hcp who noted a larger ulcer and consuer was again referred. He was then treated with topical and oral ciprofloxin but did not respond. He was then treated with vanco, zymar, natamycin, voriconazole, and atropine; he was also treated with subconjunctival antibiotics (cipro and vanco), subconjunctival coriconazole, and oral cipro and v-fend. With a worsening condition, consumer was given intracorneal fungizone injections and his condition improved. Treatment lasted until two months later, of a resultant central corneal scar with stromal thinning and vascularization. Complaint claims a decrease in vision and corneal transplant may be required. No medical documentation was provided.